Manufacturer narrative:
The customer¿s report of a leak was confirmed. The set was visually inspected for damages such as cracks, kinks, holes, and tears in the tubing and its components. A tear was visible on the silicone tubing segment near the upper fitment. Further visual inspection of the silicone tubing under magnification revealed the tear to be 2.12mm long. No crush marks or damage was observed on the upper blue fitment. There were no other damages or anomalies observed. Functional testing was performed; the blue dye water was observed flowing through the tubing. Droplets of the blue dye water were also observed coming from the tear in the silicone tubing near the upper fitment. Pressure testing was performed; at 4 psi of air, leaking in the form of air bubbles was observed emanating from the tear in the silicone tubing near the upper fitment. The cause of the customer¿s report was due to a tear in the silicone tubing near the upper fitment. The root cause of the tear was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leaking smartsite IV tubing set during an infusion of normal saline, 100ml/hr. The leak occurred below the lower fitment. There was no patient harm.